Manufacturer narrative:
Literature citation: masahiro yoshida "advantages and caution points of llif (xlif, olif)for thoracolumbar spinal deformity" mean age: 53-92 years old (72.1 years, average) sex: female (male: 19; female: 14) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract on an unknown date, post-op, from (B)(6) 2013 - (B)(6) 2015 , olif patients were investigated on the following items: age, sex, number of implanted levels, surgical time, intra-op blood loss, complications. In olif group, 3 endplate injuries were observed as post-op complications

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.